Manufacturer narrative:
H11: a lot number was provided; the device history records are currently under review. The investigation is currently underway. H3 (device eval by manufacturer) a device has not been returned. Upon completion of the investigation, a supplemental report will be filed. G4: PMA/510k : k122422;k160437;k201155;k241946. D2: medical device type: dwm; png. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer on (B)(6) 2026, that the peritx drainage bag was leaking during use, despite confirmation that both the drainage end and the clamp were securely closed. During follow up information received on march 29, 2026, it was further reported that there was no direct patient or healthcare provider injury. The source of the leak could not be clearly identified. The reporter stated that after ensuring the drainage cap was twisted closed, approximately 1000 ml of fluid was collected, the device was disconnected from the patient, the roller clamp was closed, and the pleurx bag was discarded into a garbage bag placed on the floor. Shortly thereafter, an estimated 500 ml of fluid leaked onto the floor. Due to the volume of fluid around the bag, the exact source of the leak could not be visually determined. As the drainage cap and roller clamp had been confirmed closed, the leak was suspected to have originated from the bag itself or possibly from the connection between the bag and the tubing.